Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received on (B)(6) 2014 notes that the patient has occasionally experienced diaphragmatic stimulation while lying on the left side. The device was reprogrammed.

Event description:
It was reported that the left ventricular lead exhibited loss of capture and increased thresholds. The patient experienced diaphragmatic stimulation. No intervention had been reported.